Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'audio issue' which was reproduced as low audio. The reported condition was verified. The cause was determined to be the speaker being loose. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an audio issue of low volume. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.